Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged the meter started to read inaccurately about ¿3/4 of a year ago¿. She reported, date/time unknown, she obtained an alleged inaccurately high blood glucose result with the subject meter of ¿180 mg/dl¿ compared to ¿140 mg/dl¿ on another meter (ot ultra), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results meets lfs¿ criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster). As a result of the reading she obtained, the patient reported administering an increased dose of 13-14 units of insulin and, an unspecified time later, developed symptoms of ¿shaking¿. She reported that she drank ¿orange juice¿ to treat her symptoms. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure and the patient had used an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.